Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle release button had inadvertently retracted during use. The complaint could not be determined.

Event description:
Patient reported while wearing the v-go patient smelled insulin in which prompted her to check the v-go. Patient noticed that the needle button accidently released prior to the completion of the 24-hour period.